Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that in (B)(6) 2025 this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately requested anti-tachycardia pacing (atp) from the patient's empower leadless pacemaker due to t-wave oversensing. The patient was cycling at the time. The empower device appropriately withheld atp. The hospital is arranging support from boston scientific technical services (ts) for further confirmation and review. No adverse patient effects were reported. Additional information received more recently indicates the patient received what they said was a jolt from their s-ICD and went to the hospital. The patient was given IV amiodarone and then was discharged with no medication. S-ICD data download showed two atp episodes and one inappropriate shock. It was noted that the clinic is going to try to get a planned exercise tolerance test (ett) moved up on the calendar. No further information has been provided. No other adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Investigation summary: with all the information, boston scientific concludes the reported clinical observation of oversensing is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the s-ICD remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this s-ICD remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. Risk assessment: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that in (B)(6) 2025 this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately requested anti-tachycardia pacing (atp) from the patient's empower leadless pacemaker due to t-wave oversensing. The patient was cycling at the time. The empower device appropriately withheld atp. The hospital is arranging support from boston scientific technical services (ts) for further confirmation and review. No adverse patient effects were reported. Additional information received more recently indicates the patient received what they said was a jolt from their s-ICD and went to the hospital. The patient was given IV amiodarone and then was discharged with no medication. S-ICD data download showed two atp episodes and one inappropriate shock. It was noted that the clinic is going to try to get a planned exercise tolerance test (ett) moved up on the calendar. No other adverse patient effects were reported. This device remains in service. Additional information: ts reviewed available device data and confirmed the patient received inappropriate therapy during fast rate / low r:t ratio situation in the context of no medication. Ts is available to remotely support the exercise test and offered to call for case discussion. Additional information: a smart pass episode on 26-jan-2026 showed sinus bradycardia with t-wave oversensing and low amplitude noise which was appropriately discriminated. Patient is awaiting exercise tolerance test due to history of inappropriate shock due to oversensing.